Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in use for a diagnostic procedure when the issue occurred. The procedure was completed with no reported harm to the patient or user by using another device. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of system log files identified a malfunction with host pc. After troubleshooting, it was determined that there was a failure of hard drive disk (hdd) of host pc (m-cabinet). The fse resolved the issue by replacing the hdd of the host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.